Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had been failing intermittently. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer cubie b1 failed. The field service engineer replaced the retractor band and reseated the row board cable. The fse tested the drawer in hardware test application and found that cubies were faulty. The fse removed and retested, still having an issue with the drawer not consistently being powered. The fse finally replaced the drawer controller and the row board cable, rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.